Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). About four weeks post-surgery, the patient experienced a tibia fracture at the site of tibial checkpoint insertion. The patient will require surgery with a medial tibial plate and screws to repair the fracture.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical. No preliminary results are currently available.